Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
During servicing, the philips authorized field service engineer (fse) found the replacement processor pca was defective. There was no reported patient involvement/adverse patient impact.